Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that as soon as the IV catheter was inserted the bottom attachment to IV catheter fell out by itself, blood leaked everywhere from antecubital area today, patient clothing and bedding had to be changed. Per reporter another staff complained about this problem too. The reporter noted that these catheters have wings, versus the old IV number 22 that had no wings and had no problems. On another occasion, a relative observed this leakage of blood when the bottom fell out as reported earlier. There was a risk to health care staff as there was an exposure to blood. There was patient involvement, but no patient harm reported.